Manufacturer narrative:
Initial.

Event description:
It was reported that the user was uncertain whether the ilet was charging, and after removing the case and working with an agent, the device was confirmed to be charging; education on proper charging verification was provided. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health or therapy interruption. Investigation included customer service troubleshooting and user guidance to confirm charging status. Investigation of this case revealed normal device function with charging confirmed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique contributed and no device failure was identified.